Manufacturer narrative:
Additional information: device available for evaluation, PMA/510k, device evaluated by MFR. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: the cannula, suture wing, hub, clamps and blue luer adapter appeared intact. The red luer adapter had a crack at the distal end were the extension tube meets. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the crack in the luer adapter may occur when mishandled during clinical application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the dialysis, there was blood leaking from the catheter's arterial luer adapter. After careful observation, the customer discovered that there was an approximately 0.5mm crack between the transparent tube and the arterial connector. The dialysis was stopped immediately and the catheter was replaced to complete the dialysis. It was stated that the cleaning agent used on the device was saline. There was no reported patient injury.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dialysis, the catheter was leaking at the arterial luer adapter. The customer discovered there was a crack about 0.5mm in length between the transparent tube and the arterial connector. Dialysis was terminated and the catheter was replaced to complete the dialysis. There was no harm to the patient.